Event description:
It was reported that pump displayed malfunction alarm with code malf 0, which persisted even after reset, and no notable events occurred before issue. There was no reported adverse impact to the customer¿s blood glucose level. Customer was instructed by technical support to reset pump, customer reverted to an alternate method of insulin therapy.